Manufacturer narrative:
This report is filed, march 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 the patient underwent a surgical procedure to have excess tissue excised, the abutment removed and placement of a cover screw. The implanted device remains.